Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass. We were unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and self-tests. All operating current measurement due to lcd physical damage. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the display was green and blue. The customer reported that the display was not working. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.